Event description:
It was reported that a patient underwent an CABG on (B)(6) 2021 and suture was used. During the procedure, at the moment to put the stitches, the needle is disassembled. The surgery was delayed by 20 minutes. Another like device was used to complete the procedure successfully. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch plj866, and no non-conformances were identified (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: - it was reported 6 needles involved, could you please confirm how many needles were disassembled at the moment to put the stitches? Yes 6 needles of the mentioned product - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify during use on the patient attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time of 20 minutes? Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Note: event reported in 2210968-2021-11976, 2210968-2021-11977, 2210968-2021-11978, 2210968-2021-11979, 2210968-2021-11980, and 2210968-2021-11981